Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer received multiple no delivery alarms on the insulin pump and his blood glucose was 463 mg/dl. He treated with manual injection. Customer stated the alarm was resolved with a complete set change. The customer's blood glucose was recorded to have reached 599 mg/dl. A fixed prime was performed during troubleshooting and insulin exited the tubing. The cannula was not bent. It was found the insertion site of the infusion set may have been occluded. Customer stayed he would possibly be going to the hospital if his blood glucose did not decrease. It was found the customer was using an expired infusion set and was advised to discontinue use. Nothing further reported.